Manufacturer narrative:
The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that this implantable cardioverter defibrillator (ICD) was emitting tones. In addition, the ICD detected a potential product issue which was transmitted through the patient's remote monitoring system. The details on the issue was not provided. Boston scientific technical services (ts) was contacted for further assistance. A ts consultant reviewed the most recently uploaded data from the remote monitoring system and discussed that the shock impedance measurements had gradually increased over time and now is above 125 ohms. The patient was seen in the clinic and all other lead measurements were in normal range. The physician will continue to follow this patient through normal follow ups and no revisions have been planned. If the shock impedance measurements continues to rise or show instability, the physician will then bring the patient in to perform a 1.1 joules synchronized shock to measure the true shock impedance measurement. No adverse patient effects were reported.